Event description:
Clinic notes were received as part of the referral process for a prophylactic generator replacement. Within clinic notes, in regards to previous generator replacement procedure, it states that the patient experienced an increase in seizures and required vns battery replacement. No other relevant information has been received to date.

Event description:
The neurologist stated that the patient's mother had reported in late (B)(6) 2014, the patient had 6 drop seizures in the morning and 1 general tonic clonic seizure that day. The increase in seizures was stated to be at or below pre vns levels, and was not believed to be related to the vns device. It was stated that the device was nearing end of service, but was probably not related as the patient has severe medical refractory epilepsy. No diagnostic history was available. No further relevant information has been received to date.